Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), male, underwent an atrial flutter (afl) procedure with a smart touch unidirectional catheter. The ablation in the left side of the heart had been completed and the problem arose when attempting ablation in the right atrium on the cavotricuspid isthmus line. When the catheter was introduced to the right atrium, the catheter was no longer able to be flexed. When the physician withdrew the catheter, he also noted there was a bit of coagulum on the tip of the catheter. The catheter was replaced. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt black and dark brownish material were found on electrode #2. Per this condition and the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. Also the catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documentation the customer has been confirmed however root cause of the char remains unknown. An internal corrective action has been opened to investigate the t bar issue.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4) the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial flutter (afl) procedure with a smart touch unidirectional catheter and when the catheter was withdrawn from the patient, coagulum was found on the tip of the catheter. The catheter had no issue to the very last 40 minutes of the 6 hour procedure when the physician stated that he was unable to flex the catheter. The ablation in the left side of the heart had been completed and the problem arose when attempting ablation in the right atrium on the cavotricuspid isthmus line. When the catheter was introduced to the right atrium, the catheter was no longer able to be flexed. When the physician withdrew the catheter, he also noted there was a bit of coagulum on the tip of the catheter. The catheter was replaced. There was a 10 minute delay. The procedure was completed with no patient consequence. The deflection issue was assessed as not reportable since the catheter is unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported since there was coagulum on the tip of the catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on may 28, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)